Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report of an issue with the dso (downstream occlusion) seal. During visual inspection it was confirmed that the dso seal was damaged. The complaint was upheld, and the dso seal was replaced with a new one. Additionally, the lens was changed due to scratches. Performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.